Event description:
It was reported through a research article identifying a multi-link mini vision stent that may be related to a perforation. At (b)(6 gestational age, due to hypoplastic left heart syndrome, this fetus underwent successful placement of a multi-link mini vision stent after pre-dilatation, in the atrial septum. Post stent placement, the fetus experienced hemopericardium. Drainage was pursued. Shortly after birth, within the neonate period, the baby died. Details are listed in the article, titled: technical challenges of atrial septal stent placement in fetuses with hypoplastic left heart syndrome and intact atrial septum.

Manufacturer narrative:
(B)(4). Date of event estimated. Date of implant estimated. (B)(4). There was no reported device malfunction and the device is not returning. The reported patient effect of perforation, as listed in the multi-link mini vision coronary stent systems instructions for use (IFU), is a known patient effect that may be associated with coronary stenting. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the procedure was to treat the atrial septum. It should be noted that the IFU states: the multi-link mini vision rx and multi-link mini vision otw coronary stent systems are indicated for improving coronary luminal diameter in patients with abrupt or threatened abrupt closure with failed interventional therapy of de novo and restenotic native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency. Other events related to this article will be filed under a separate medwatch report number.